Event description:
It was reported that during a device replacement procedure, it was noted that the patient had received inappropriate therapy for an af episode. The device was successfully replaced. Patient condition was good.

Manufacturer narrative:
(B)(4).